Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 400mg/dl. The customer's most current level was 162mg/dl. The customer states they treated the high with pump. Troubleshoot was conducted. The customer was advised to speak with their doctor about scar tissue and alternate sites. The customer was advised to contact their healthcare provider regarding unexplained high levels, and call back if issues persist. The customer states they were previously hospitalized for the flu, which may have caused the high blood glucose levels before issues started.